Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the thimble lock operation does not function which holds the attachment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during an anterior cervical arthroplasty surgery, it was discovered that the attachment device was ¿slower than optimum¿. There were no delays to the planned surgical procedure. The reporter clarified that the surgery was completed with the same attachment device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.